Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The clinical specialist was notified by voicemail that the pt had her ipg explanted due to the fact that it had eroded through the skin. The pt is in a nursing home and at first they thought it was a bedsore. The clinical specialist later reported that the entire system was explanted but will not be released by the hospital; it will be given to pathology. The pt was swabbed for infection testing.